Event description:
The customer stated that the head up function is not working. Bed is not in use.

Manufacturer narrative:
The technician isolated the issue to the head up valve. He replaced the valve to repair the bed.